Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having bad taste, funny smell, nasal irritation, water/itchy eyes, elevated heart rate and difficulty breathing. The patient also alleged hospitalized , asthma, lung damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information. The patient alleged having bad taste, funny smell, nasal irritation, water/itchy eyes, elevated heart rate and difficulty breathing related to a CPAP device's sound abatement foam. The patient also alleged hospitalized, asthma, lung damage. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. This notification was reviewed by the pms clinical expert due to the patient reporting an elevated heart rate and asthma. The device may have caused or contributed to the reported event. The patient also reported a bad taste in his month, funny smell when in use, nasal irritation, watery and itchy eyes, and difficulty breathing. He stated he had to go to the hospital 2 months ago for a week. There is insufficient information related to: device sn/name, device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. At this time, we are unable to make attempts to obtain additional information given the maximum attempts made. Should additional information be obtained at a later date, please send it to the pms clinical expert for further review. Otherwise, no further action is required. Section h6 updated in this report.